Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's dog had urinated on the universal battery charger (ubc) and the patient reported a burning smell at the time of the event. They presented to the clinic on (B)(6) 2024 with a damaged ubc and issues with a 14v battery. Slot 1 in the ubc was red and the battery that was charged in that slot was damaged. The battery was noted to have been burned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged battery was confirmed via evaluation. Visual inspection of the returned heartmate 14 volt lithium ion battery (serial number (B)(6) revealed fluid ingress damage on the pack positive contacts and the relative state of charge (rsoc) contact. The battery was placed in a test ubc, no atypical alarms were active, and it was accepted for charge. The 14v li-ion battery underwent a charge/discharge test and functioned as intended. The battery was connected to a mock circulatory loop and was able to support the system without issue with no alarms active. The observed fluid ingress damage did not affect the battery¿s functionality. The root cause for the reported event was communicated to be the patient¿s dog urinating on the battery charger and battery. The testing records were reviewed for the heartmate 14v battery (s/n: (B)(6) and it was found that the battery operated as intended. Heartmate 3 patient handbook section 4-¿living with the heartmate 3¿ states that ¿the heartmate 3 system components must be kept dry. Never expose the system controller, batteries, mobile power unit or power base unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate® gogear® shower bag must be used while showering to keep the system controller and batteries dry.¿ the heartmate 3 patient handbook section 3 entitled ¿powering the system¿ and the heartmate 3 instructions for use (IFU) section 3 entitled ¿powering the system¿ instruct the user to keep the universal battery charger away from liquid at all times. Fluid ingress within the battery charger may cause issues in operations or may cause an electric shock. The IFU states under the weekly safety checklist to clean the metal battery terminals and contacts on the batteries and to check for damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.